Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a guide wire fracture occurred. The 100% stenosed lesion was located in the calcified and non-tortuous and right coronary artery. As the physician advanced the 185cm iq straight tip guide wire across the lesion, resistance was noted and the wire could not be advanced beyond the lesion. The physician decided to exchange iq guide wire, however, during an attempt to withdraw the guide wire, resistance was encountered and it was noted that the iq guide wire was stuck in the lesion. The physician pulled hard on the iq guide wire and the distal 5cm of detached and remained across the distal rca lesion. No attempts were made to retrieve the detached guide wire fragment. The physician completed the procedure with this device. No further patient complications were reported and the patient's status is stable.